Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the maryland bipolar forceps instrument broke while attempting to remove it from the patient's abdominal wall. The bend in the instrument prevented its removal from the trocar, so the instrument, complete with the trocar, was sent to the central sterilization department, where staff removed the trocar from the instrument. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the wrist could not be straightened due to physical damage (e.g., broken main tube). Nothing fell into patient. There was no fragment. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The wrist was not straightened upon final removal of the instrument and photographic images of the device were available for isi review.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the provided image was performed by an isi failure analysis engineer (fae). The following additional information was provided: the image shows a maryland bipolar instrument with a broken main tube, which lead to a dislodged proximal clevis. There is a potential of fragments for this failure mode.